Event description:
In preparation for a breast reconstruction procedure, the physician observed that the strattice bps device presented a film layer that could be scraped off from the top with a blade. The physician was uncomfortable with implanting the device, and so, the device never made contact with the patient.

Manufacturer narrative:
Our investigation of lot s11250 includes: - method of evaluation : review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s11250. - results of evaluation: review of the device history records revealed no deviations associated with the production of lot s11250. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. - to date, no other complaints were reported to lifecell against lot s11250. - (B)(4). - conclusion: no injury occurred. The device was not returned for evaluation and no root cause could be established. Based on review of the device history records, no deviations related to the event were revealed and the product met acceptance criteria for qc release, including mechanical testing. Device not returned for evaluation.